Event description:
It was reported to boston scientific corporation that during a biopsy procedure using trupath biopsy device, the doctor was able to get 12 samples out of 9 needles. When the physician got a core, he would try to load but it would not hold and would not click. When the needle would not hold, the core would fly. The case was completed with another of the same device. Additional information received indicated that they could not get the device to reload following obtaining a sample; the sample was not lost. When the device would not reload/recock the sample would release onto the sterile field. There were no patient complications reported as a result of this event. This is the fourth device of eight that failed in this event. Note: this report pertains to one of eight devices used during the same procedure. Refer to associated manufacturer report numbers 3005099803-2009-1851, 3005099803-2009-1904, 3005099803-2009-1852, 3005099803-2009-1854, 3005099803-2009-1855, 3005099803-2009-1856 and 3005099803-2009-1905 for reports on the other devices.

Manufacturer narrative:
The returned device was found to be functional, verified by arming and firing the device 5 times. No functional defects were found with the returned device. The device was disassembled and it was found that the cannula latch was manufactured from the single cavity mold. The corners of the cannula latch that engage the cannula hub were inspected under a microscope and the misshapen edges that can be produced from the single cavity mold were observed, indicating that the cannula latch for the returned device was not manufactured correctly. This prevents the cannula hub from locking into position when the button is pressed. Although this device functioned when tested, the presence of a single cavity cannula latch indicates that it is possible the device would not arm for the user. The root cause for this complaint is a manufacturing error. A review of the device history record was performed and revealed no related issues to this complaint.